Event description:
Dexcom technical support was contacted on (B)(6) 2012 to report that upon sensor removal, due to sensor failure, pt noticed that sensor wire appeared to be missing. Pt has had no complications and there was no medical intervention. His physical condition is good.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Manufacturer narrative:
This MDR was delivered to the FDA on (B)(4) 2012. After FDA's receipt, dexcom determined that a clerical error was made (incorrectly stating that the sensor was expired). Based on the sensor expiration date (10/01/2012), the information provided in the following sections was corrected: other relevant history - in the initial version of this report, "off-label use of sensor beyond expiration date" was provided as relevant history. This information was removed. Event problem codes - the event was initially coded as a use of device issue (B)(4). This code was removed. The type of report was changed from initial to follow-up. The type of follow-up being provided is a correction. Note: the patient is over 18 years of age. His specific date of birth was not provided.